Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an implant procedure, the surgeon described a thrombus within the ventricular assist device (vad) pump. The pump was exchanged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump (B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed six low flow alarms logged since (B)(6) 2017. There is no evidence to suggest that a device malfunction caused or contributed to the event. Based on the available information and risk documentation, the most likely root cause of the low flows may be attributed to multiple factors including but not limited to thrombus at inflow cannula/outflow graft, kink in outflow graft. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.